Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. The device was interrogated on a programmer and the device was found to be above eri. Longevity calculations were performed based on the usage history and the battery depletion was determined to be premature. Further analysis was not performed.

Event description:
It was reported that the device was explanted due to premature battery depletion. The procedure was successfully completed without adverse event for the patient.